Event description:
It was reported that this patient with a 23mm edwards magna underwent a successful aortic valve-in-valve procedure due severe, symptomatic aortic stenosis. The implant duration of the surgical valve is approximately six (6) years and 11 months. Successful tavr with a 20mm s3 ultra valve was performed. The patient left the procedure hemodynamically stable. The surgical valve was noted to be implanted in 04/2015. As the exact date is unknown, 04/30/2015 is being used to calculate the minimum implant duration for this valve.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10 - additional manufacturer narrative: updated section h6 codes for investigation findings and investigation conclusions. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.